Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump's pneumatic tap area, remove the o-ring, and ensure the cartridge clicks into place during the loading process.